Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they wake up with high blood glucose level of 464 mg/dl, after insulin pump was detach from site at night. Customer reported that the insulin pump was suspended at the middle of night and the blood glucose level was almost 500 m/dl. Customer reported that they took shower and the insulin pump was suspend. The insulin pump will not be returned for analysis.